Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-63, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was involved in a car accident and the lead moved. It was later noted that the patient had two systems, with each system, a lead was removed and replaced. The replacement took place on (B)(6) 2016 because the patient wasn¿t getting stimulation where she needed it. In conclusion, the patient was doing well. The indication for use for the implanted device was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.